Event description:
It was reported the patient received an inappropriate shock. The patient had several episodes of atrial fibrillation (af) or supraventricular tachycardia (svt) af episodes. One ventricular tachycardia episode was detected and therapy was delivered because there was a change in the atrial rate and regularity. The device and lead could not detect another svt episode before the transition counter expired; therefore, a shock was delivered. There was a question on how to prevent the delivery of shocks for the svt- af rhythm. The lead remains in use. No further patient complications have been reported as of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.